Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage was found inside of the insulin pump. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube and a cracked belt clip slot.

Event description:
Customer reported that the insulin pump was submerged in water and became unresponsive. The blood glucose reading was 60 mg/dl. Customer treated with food. Nothing further was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.